Event description:
Same case as: 2134265-2014-02781. It was reported that a rotawire fracture occurred. A rotawire floppy gold and a rotablator burr were used to treat the target lesion located in the right coronary artery. During the procedure, it was noted that the burr fractured the rotawire approximately 75mm from the distal tip. The proximal portion of the wire was manually pulled out and the distal tip was unable to be removed. A veriflex stent was deployed over the wire tip. The procedure was completed with a different device. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The visual and tactile inspection was performed and the device returned was found to be fractured. The distal section was not returned. External mtac lab analysis determined the fracture failure mode. Failure occurred in a wire region presenting rotational wear by an external component. Failure on occurred due to bending overload. All the outer diameter measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-02781. It was reported that a rotawire fracture occurred. A rotawire floppy gold and a rotablator burr were used to treat the target lesion located in the right coronary artery. During the procedure, it was noted that the burr fractured the rotawire approximately 75mm from the distal tip. The proximal portion of the wire was manually pulled out and the distal tip was unable to be removed. A veriflex stent was deployed over the wire tip. The procedure was completed with a different device. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).